Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified the reported issue on the master tool manipulator (mtm). Logs revealed errors 704, 705, 22521, 23031and 23000. The fse replaced the mtmr. The system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Isi received the mtmr involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to be reproduce the error 1 during sine cycle. The root cause of the reported issue was determined to be a component failure. The following additional findings were identified during evaluation: an error 23025 was observed along axis 4 during evaluation and the axis 4 motor will be replaced. During evaluation, an error 23017 was observed along the axis 4 during evaluation and the axis 4 motor cable will be replaced. During evaluation, the opto buttons were found to be physically damaged and the entire assemblies will be replaced. An error 25521 was observed during evaluation. The gimbal's orange ffc will be replaced. An error 23008 was observed along axis 5 during evaluation and the axis 5 motor will be replaced. An error 23027 was observed along axis 5 during evaluation and the axis 5 power board will be replaced. An error 23008 was observed along axis 5 during evaluation and the axis 5 magnet cup assembly will be replaced. An error 23025 was observed along axis 7 during evaluation and the axis 7 motor will be replaced. The gimbal grip pads were found to be worn out during evaluation and will be replaced. An axis 1 cover will be replaced. A review of the site's complaint history found no additional complaints related to this complaint. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) lead to the procedure to be converted to another surgeon console and could lead to an injury due to the patient¿s inability to tolerate a conversion to another surgical modality. While there was no harm or injury to the patient reported, this failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had a non-recoverable fault on one of the surgeon consoles. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed onsite logs and found the following errors on the master tool manipulator- right (mtmr): 1, 25521, and 23027. The surgeon moved to a secondary surgeon console and completed the procedure robotically with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.